Event description:
This is report 1 of 2 of the same event. It was reported that during a lumbar fusion surgery (levels were not provided), it was observed that the attachment device caused "the bit to wobble¿, ¿a screeching noise¿ and was "getting hot" when in use with a motor device. It was also reported that an electrosurgical/cauterization device was in use at the time of the event. As a result, there was a four minute delay to the surgical procedure. There was a spare motor and attachment device available for use and the surgery was completed successfully with the spare devices. There was patient involvement reported. The reporter stated that the patient was burned. The facility was unclear whether the burn was caused by the motor device and the attachment device or the electrosurgical/cauterization device. The burn was reported to be located near the surgical incision of the patient. It was unknown to the reporter if the burn was a first, second or third degree burn. The patient did not receive treatment for the burn including any antibiotics or burn creams. There were no reports of medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.